Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was received by the MFR which indicated that a pump exchange was performed with the cause of the exchange noted as "infection." Additional info received from the vad coordinator indicated that the pt had a driveline infection that tunneled into the pump pocket. The pt underwent a pump exchange on (B)(6) 2014 and is currently doing well.